Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 03-year-old female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog, 100 u/ml) via cartridge, at unknown dose and frequency via unknown route of administration, using humapen luxura half-dose (hd), beginning on an unknown date. The indication for use was not provided. The patient also received insulin glargine (lantus) at unknown dose and frequency via unknown route of administration, for the treatment of unknown indication, beginning on an unknown date. On an unknown date, her blood glucose level was not well monitored (reported as high and low). On an unknown date, it reached 35mg/dl while on an unknown date, it reached up to 350, 450, 500 and 600 mg/dl. On an unknown date, she suffered from seizures for two times while she was using insulin lispro and insulin glargine due to which she was hospitalized on an unspecified date. The events blood sugar increased and blood sugar decreased were considered as serious by the company due to medical significance. On an unknown date, the humapen luxura hd was not working properly ((B)(4), lot unknown), but with new needle, the humapen luxura hd worked properly. The outcome for events was unknown. Information regarding corrective treatments was not provided. The insulin lispro, insulin glargine therapy status and humapen luxura hd status was unknown. The operator of the humapen luxura hd and his/her training status was not provided. The general humapen luxura hd duration of use was not reported. The suspect humapen luxura hd duration of use was not provided. The humapen luxura hd was reported to be working fine with new needle and its return was not expected. The reporting consumer did not provide opinion of relatedness between events and insulin lispro therapy or humapen luxura hd. The reporting consumer considered that the event of seizure was related to insulin glargine and did not provide the relatedness for the rest of the events with insulin glargine. Edit 01feb2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 05mar2019: additional information received on 01mar2019 and 04mar2019 from the global product complaint database were processed together. Recoded the humapen luxura to a humapen luxura half-dose (hd); entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields, and malfunction from unknown to no; and added the unique device identifier (UDI) number for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 05mar2019 in the b.5. Field. No further follow up is planned. Evaluation summary: the mother of a female patient reported that her humapen luxura hd device was not working, but with a new needle, the device worked properly. The patient experienced increased and decreased blood glucose. The device was not returned for investigation (batch unknown). However, the user stated it was working properly. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Manufacturer narrative:
Device not returned. Usage concerns resolved, and device was reported to be working properly. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) year-old female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog, 100 u/ml) via cartridge, at unknown dose and frequency via unknown route of administration, using humapen luxura, beginning on an unknown date. The indication for use was not provided. The patient also received insulin glargine (lantus) at unknown dose and frequency via unknown route of administration, for the treatment of unknown indication, beginning on an unknown date. On an unknown date, her blood glucose level was not well monitored (reported as high and low). On an unknown date, it reached 35mg/dl while on an unknown date, it reached up to 350, 450, 500 and 600 mg/dl. On an unknown date, she suffered from seizures for two times while she was using insulin lispro and insulin glargine due to which she was hospitalized on an unspecified date. The events blood sugar increased and blood sugar decreased were considered as serious by the company due to medical significance. On an unknown date, the humapen luxura was not working properly (pc # unknown, lot # unknown), but with new needle, the humapen luxura worked properly. The outcome for events was unknown. Information regarding corrective treatments was not provided. The insulin lispro, insulin glargine therapy status and humapen luxura status was unknown. The operator of the humapen luxura and his/her training status was not provided. The general humapen luxura duration of use was not reported. The suspect humapen luxura duration of use was not provided. The humapen luxura was reported to be working fine with new needle and its return was not expected. The reporting consumer did not provide opinion of relatedness between events and insulin lispro therapy or humapen luxura. The reporting consumer considered that the event of seizure was related to insulin glargine and did not provide the relatedness for the rest of the events with insulin glargine. Edit 01feb2019: updated medwatch and european and (B)(4) fields for expedited device reporting. No new information added.